Event description:
Report was rec'd from baxter stating that the customer experienced overinfusion during pt use. It was reported that the infusion was completed in 22 hours instead of 48 hours. The content of the device was 5 fluorouracil medication for a total fill volume of 96ml. No pt injuries or medical interventions were reported with this event.